Manufacturer narrative:
Continuation of d10:  ddmb1d1  ICD - implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited out of range (oor) high atrial bipolar impedance.. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during extraction that the atrial lead had some insulation disintegration. It was also stated the patient works as a manual laborer and stated to often lifts relatively heavy objects above shoulder level.

Manufacturer narrative:
Corrected b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited out of range (oor) high atrial bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the ra lead had a suspected low voltage fracture, as the physician noted seeing the location of the possible lead fracture beneath the clavicle as seen on fluoroscopic imaging. In addition, the lead exhibited undefined high atrial impedance, high thresholds and exhibited far field r-wave (ffrw) oversensing. The ra lead further exhibited loss of capture. The ra lead was capped and replaced. On 23-apr-2024: it was further reported that the capped ra lead was suspected of dislodgment. It was further reported that during extraction that the atrial lead had some insulation disintegration. It was stated the patient works as a manual laborer and stated to often lifts relatively heavy objects above shoulder level.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the capped ra lead was suspected of dislodgment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead had a suspected low voltage fracture, as the physician noted seeing the location of the possible lead fracture beneath the clavicle as seen on fluoroscopic imaging. In addition, the lead exhibited undefined high atrial impedance, high thresholds and exhibited far field r-wave (ffrw) oversensing. The ra lead was capped and replaced.